Manufacturer narrative:
Investigation summary: a sample photo representation was not provided for evaluation. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids for the reported lot number. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance for the same part number. This lot was confirmed produced after corrective actions. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. It was not possible to confirm that any failure mode was related to the manufacturing process with the information provided. There may have been a repackaging issue which occurred during distribution by the distributor, ¿henry schein¿. The actual root cause is unknown. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that there were not lids found before use with bd sharps collectors 9 gal. The following information was provided by the initial reporter, "missing lids." 32 occurrences were reported.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were not lids found before use with bd sharps collectors 9 gal. The following information was provided by the initial reporter, "missing lids." 32 occurrences were reported.